Event description:
It was reported that during implant of the pulse generator, a lead could not be fully inserted into the atrial header port of the device. The device was removed and replaced.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test lead(s) into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.